Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revj1097 showed no other similar product complaint(s) from this lot number.

Event description:
Attempting to access the dialysis vascath. While instilling saline during line check, it was noted the line has small holes in it and was leaking bloody saline. Pt was taken to interventional radiology and the port was repaired with cement.